Manufacturer narrative:
Now reportable for serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
2018-may-21 mpxr 524930 (con, rep ): information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) non-malignant pain and degenerative disc disease/ herniated disc pain. It was reported that the rep is not able to communicate with the patient's ins with the clinician programmer and is receiving the message "no response from neurostimulator". Patient reported she fell friday night (B)(6)2018 on the ins location (lower right flank area) and there is a lot of swelling. Patient also reported she has bruising at the site of the generator since when she fell she landed on the ins. She reported that since her fall her stimulator is "not working" and weird / intermittently shocking and stimulation sensation in her neck which is causing a headache and the patient has lost therapy. Patient did not have her implantable neuro stimulator recharger and patient programmer because neither were communicating with ins after the fall. The patient had last recharged three days prior to her fall and the manufacturing representative (rep) believed the ins to be currently charged as a result of the recent charging. Patient has been scheduled to meet at hcp office (B)(6)2018 @ 14:30 to evaluate the system. Patient is going to schedule an x-ray with the physician as next step. The issue has not been resolved at the time of this report. This was considered a sudden change in therapy/ symptoms. No surgical intervention occurred or planned. No further patient symptoms or complications were reported in this event. (B)(6)2018 image 1, crts 3712727 update (rep): additional information was received from a manufacturer representative (rep). It was reported that the last charge and the last time the patient had stimulation was 3 days after the fall. The rep stated there was no communication with the clinician programmer, recharger, or patient programmer. An antenna locate feature was performed and got a reading of 72-74 and a reposition antenna screen was seen. The rep was going to try a physician mode recharge (pmr). No cause of the issue has been determined. The rep can only assume all of the issues were caused by the patient¿s fall in the shower on (B)(6). The rep saw the patient for a follow-up appointment today from their visit with the patient yesterday (B)(6). The patient stated that, following the rep¿s visit with her yesterday, she also had x-rays taken of the lead site and battery site. The x-rays are to rule-out lead deformities and/or lead migration. She has a follow-up appointment with the hcp on wednesday, (B)(6)2018 to discuss the results of the x-rays and to discuss her options. The patient did not have her equipment with her at her appointment with the rep, the rep¿s visit with her was to try to ¿locate device¿ using her recharging system. Tech support was called and ¿good numbers¿ were determined during that process. The rep proceeded by trying to wake up her battery with (3) 60 minute attempts at ¿trickle charging¿. All (3) attempts were unsuccessful at waking up/communicating with her ipg. The rep stated they were confident that the patient would be referred to a surgeon for battery replacement. The patient stated that the hcp found an indentation on her battery and the patient was referred to a surgeon for immediate battery replacement. The x-rays confirmed lead placement looked normal and intact on the x-rays. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(4) 2018. It was reported that the replacement date had not been set. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) non-malignant pain and degenerative disc disease/ herniated disc pain. It was reported that the rep is not able to communicate with the patient's ins with the clinician programmer and is receiving the message "no response from neurostimulator". Patient reported she fell (B)(6) night (B)(6) 2018 on the ins location (lower right flank area) and there is a lot of swelling. Patient also reported she has bruising at the site of the generator since when she fell she landed on the ins. She reported that since her fall her stimulator is "not working" and weird / intermittently shocking and stimulation sensation in her neck which is causing a headache and the patient has lost therapy. Patient did not have her implantable neurostimulator recharger and patient programmer because neither were communicating with ins after the fall. The patient had last recharged three days prior to her fall and the manufacturing representative (rep) believed the ins to be currently charged as a result of the recent charging. Patient has been scheduled to meet at hcp office (B)(6) 2018 at 14:30 to evaluate the system. Patient is going to schedule an x-ray with the physician as next step. The issue has not been resolved at the time of this report. This was considered a sudden change in therapy/ symptoms. No surgical intervention occurred or planned. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the surgery date was to be determined. The patient's surgery consultation for replacement was on (B)(6) 2018. The healthcare provider (hcp) approved replacement. The hcp surgery scheduler will be contacting the patient to schedule the surgery date. The rep thought the surgery would be scheduled within the next two weeks. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's ins was replaced due to the patient falling in their bathroom and their ins breaking. No further information was reported.